Event description:
It was reported to medtronic minimed that the customer experienced the keypad of the insulin pump was peeling off and also noticed crack to pump case. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1781k was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the self test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that would indicate any anomalies with pump functionality. No relevant alarms were noted. Proceeded by inspecting keypad traces and no moisture damage or cracks were noted. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly, however, moisture damage was noted on electronic assembly during visual inspection. The following cosmetic damages were noted: battery tube threads - cracked, missing display window/cover, and keypad overlay peeling. In conclusion, customer allegations for peeling keypad and crack to pump case were confirmed when keypad overlay peeling and battery tube threads - cracked were noted. However, no anomalies to pump functionality were noted during testing or during download history review. Upon deconstructive investigation, moisture damage was noted on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.